Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was implanted during a cystocele reduction procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle detached cleanly from the suture after deployment of the device on the patient¿s left side. The needle was left inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The capio device and the left delivery arm of the mesh are available for return and have been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was implanted during a cystocele reduction procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle detached cleanly from the suture after deployment of the device on the patient¿s left side. The needle was left inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite with capio slim revealed that only the blue dilator with sleeve and dart portion of the uphold lite mesh assembly was returned. The suture on the dart appeared to have been tied. Upon untying the suture, it was discovered that a piece of suture with dart was tied to the suture on the blue dilator. The suture on the blue dilator was cut. The suture that was tied to the suture on the blue dilator was cut. Analysis revealed no damage to the capio slim suture capturing device. Functional analysis revealed that the device functioned as intended. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was implanted during a cystocele reduction procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle detached cleanly from the suture after deployment of the device on the patient¿s left side. The needle was left inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.